Event description:
Boston scientific received information that one day post implant, loss of capture and an absence of brady pacing, were exhibited with this newly implanted system. The day following this observation, the device and associated right ventricular lead, were successfully removed from service and a competitor system implanted. Both explanted products are intended to be returned for a post market evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Outputs were noted to be normal. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Returned product testing of the device was unable to confirm the reported allegation as the product performed normally during laboratory analysis.